Manufacturer narrative:
The subject device was not returned for investigation. Therefore, a physical investigation of the device was not possible. No device malfunction could be confirmed because the device was not returned. A likely cause for the reported perforation and tamponade could not be determined. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
It was reported that a shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a left anterior descending coronary artery (lad) lesion. A perforation occurred after the use of the initial compliant balloon, scoring balloon, and ivl. There was possible dissection or intraluminal hematoma that may have perforated. The perforation was stabilized with a balloon to transport the patient to the operating room (or). The patient coded and CPR was initiated for about 45 minutes. A pericardiocentesis procedure was done in the or to relieve the tamponade. Patient underwent a coronary artery bypass graft (CABG) and is now in the intensive care unit (ICU).

Manufacturer narrative:
Correction to d4: UDI.